Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. Upon review, technical services (ts) stated that right ventricular (rv) electrogram (egm) showed low amplitude and noisy signals. Ts stated that there were no indications suggesting an impairment of the rv lead and the noise could be related to myopotential as it is present on both the pacing channel and the shock channel. Ts recommended performing an in-office follow-up to evaluate the integrity of the leads along with troubleshooting options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device noisy signals on the right ventricular (rv) channel. Upon review, technical services (ts) stated that right ventricular (rv) electrogram (egm) showed low amplitude and noisy signals. Ts stated that there were no indications suggesting an impairment of the rv lead and the noise could be related to myopotential as it is present on both the pacing channel and the shock channel. There was no right atrial (ra) lead and the connection was plugged, ts stated to deactivate the atrial channel sensing and the daily measurements and also to avoid receiving latitude alarms for out-of-range impedance. Ts recommended performing an in-office follow-up to evaluate the integrity of the leads along with troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and section h6 device codes.